Manufacturer narrative:
Date rec'd by MFR: 11dec2019. Date of report: 13dec2019. The sensor pcba (printed circuit board assembly) was returned to failure investigation (fi) for evaluation. Visual inspection of the sensor board revealed no evidence of damage or contamination. The sensor pcba will be installed in the fi test ventilator to verify and to test its functional integrity on ac(alternating current) power and backup battery. The ventilator remained operational with no errors detected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 17sep2019. The manufacturer's field service engineer (fse) could not confirmed problem but did find in error log. The fse replaced the defective sensor, pcba to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019.

Event description:
The customer reported ventilator inoperable. There was no patient involvement.